Manufacturer narrative:
The field service engineer found a sampling or fluidic obstruction. He performed the required maintenance to address the hardware performance. He ran precision testing that was acceptable. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable tina-quant ferritin gen.4 results from the cobas pure c 303 analytical unit. The initial result was 6 ng/ml, and the repeat result was 12 ng/ml.

Manufacturer narrative:
The reagent lot number was 85064401 with an expiration date of 31-dec-2026. The investigation is ongoing.